Event description:
It was reported that the pta balloon would not inflate. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned for eval. The complaint investigation is confirmed for inflation issues and an occlusion within the device, as the balloon was unable to inflate due to the balloon being glued over the inflation/deflation ports and excess glue blocking the ports. The root cause is mfg related as the balloon was glued over the inflation/deflation ports and excess glue was blocking them. Operator training was performed regarding the excess glue blocking the ports. The conquest pta balloon instructions for use (IFU) provide general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.